Event description:
It was reported that when the nurse did the placement on (B)(6) 2013, she removed the stylet successfully, and everything seemed to go smoothly; however, on (B)(6) when the nurse did CT check, the result showed that there was a stylet in the body. On (B)(6), with the ir help, this stylet was removed finally, the total length was 50cm.

Manufacturer narrative:
The complaint of a damaged stylet wire is confirmed and will be reported as user-related. No mfg defect was noted during functional, tactual and microscopic examination. Returned for eval is one assembled 4 fr groshong catheter and a stiffener stylet wire. The stylet wire was returned loose. Gross and microscopic examinations revealed the wire has been severed with some type of sharp implement. Info contained in the incident report indicates the complained removed the stylet wire successfully, however with the condition of the sample received and the report event description a section of the wire remained in the catheter. Presumably the wire and catheter were cut simultaneously; however, the rationale to do so is unk. Placement of a PICC catheter with the stylet wire remaining in place is not recommended by the MFR. The product instructions for use (IFU) directs the user to remove the stiffener stylet prior to trimming the catheter to length and attaching it to the two piece connector. This may be a user technique issue. A lot history review (lhr) of rexb0415 showed no other similar product complaint(s) from this lot number.